Manufacturer narrative:
The field service representative (fsr) inspected the cd-emerald 22 analyzer, serial number (B)(6), and discovered the piston dia 1.6 had loose screws, causing imprecise movements. The fsr tightened/adjusted the screws on the piston dia 1.6, which resolved the issue. Return testing was not completed as returns were not available. The instrument service history for the cd-emerald 22 analyzer verifies no subsequent issues have been reported related to falsely elevated hemoglobin results after the current issue was identified. A review of tracking and trending of the cd-emerald 22 analyzer did not identify an increase in complaint activity associated with the complaint issue. Additionally, a review of tracking and trending for the piston dia 1.6 did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the cd-emerald 22 analyzer for serial number (B)(6) or the piston dia 1.6 was identified.

Event description:
The customer observed falsely elevated hemoglobin results on the cell dyn emerald analyzer for one patient. The following results were provided (reference range 13.5 to 18 g/dl): hemoglobin result (cell dyn emerald)= 10 g/dl and 12 g/dl; hemoglobin result (cell dyn ruby)= 6.5 g/dl, 5.5 g/dl. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated hemoglobin results on the cell dyn emerald analyzer for one patient. The following results were provided (reference range 13.5 to 18 g/dl):. Hemoglobin result (cell dyn emerald)= 10 g/dl and 12 g/dl; hemoglobin result (cell dyn ruby)= 6.5 g/dl, 5.5 g/dl. There was no impact to patient management reported.